Manufacturer narrative:
The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: pericardial tamponade and significant pleural or pericardial effusion requiring drainage.

Event description:
It was reported to gore a 30mm gore® cardioform septal occluder was implanted on (B)(6) 2021 to treat a patent foramen ovale. It was reported the implant went well and no abnormalities were noted other than the patient's challenging anatomy. Twenty-four hours post implant the patient started to bleed. Cardiac tamponade and pericardial effusion were noted. Pericardiocentesis was performed, draining 900ml of blood. The patient was transferred to another hospital for surgery. It was reported the device, which was intact and undamaged, was explanted. During surgery the bleeding source was identified as a cut in the roof of the left atrium. It was reported the patient is doing well.

Manufacturer narrative:
H6: updated investigation findings code 213-a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Updated conclusion code-4315.